Manufacturer narrative:
A philips remote support engineer (rse) spoke with the biomed. The biomed clarified that the event occurred at 1:16 hours and that the patient was found deceased at 7:30 hours. The biomed provided the audit logs for analysis. A philips field service engineer (fse) received the logs for analysis. It was determined that a bradycardia alarm occurred at 00:58 hours, and did not stop until the last red and yellow alarms ended or stopped at 09:28:41 hours when the lowest priority technical alarm occurred. The piic alarmed until 09:29:17. Additional yellow alarms occurred as the heart rate alarm was set to long yellow. When this happens, the other st/ar alarm channels remain active, though they do not produce yellow alarm tones. An asystole alarm was active even after a silence occurred at 07:37:23 hours until a leads off inop occurred at 08:12:21 and ended the alarm. Additionally, a transmitter off inop was generated after 10 minutes of the leads off inop, which ends all alarms. The fse recommended turning that function off. The root cause of the reported difficulty was determined to be a user configuration issue. The piic did not malfunction. A philips application engineer was dispatched to the customer¿s site to redo user training. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for asystole at their philips intellivue information center (piic). The patient died.